Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to a high-energy treatments tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. However, it was not possible to identify the cause of the incident from the information obtained and a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope had the distal end cover (c-cover) burned. There were no reports of patient involvement.